Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking luer on an infusion set is confirmed based on the returned photo sample, but the exact cause could not be identified during evaluation of the returned device. One 20 ga x 0.75 in safestep infusion set was returned for evaluation. An initial visual observation showed use residues on the returned device, but nothing remarkable was observed. A needleless injection cap was returned with the sample. A visual observation of the returned photograph revealed white precipitate at the proximal luer/needleless injection cap interface. A functional test of attempting to pressurize and infuse water into the safestep using a 12 ml syringe with the needleless injection cap did not show any signs of leakage. The safestep was patent to infusion with both the proximal luer and the y-site luer. After removing the needleless injection cap, the infusion set was then pressurized again with water using a 12 ml syringe in another attempt to make the device leak. The device did not show any signs of leakage, and the luer was found to be within the iso specifications. The complaint of a leaking luer on an infusion set can be confirmed based on the photograph returned in the file; however, a root cause could not be identified because attempts to recreate the issue with the returned device were unsuccessful. Possible causes may include medication interactions with the device and interactions with the luer and the needleless injection cap. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "leaking around the needleless connector site. They had a patient return for a surefuser disconnect with leaking (white dried fluorouracil)." It was stated there was no no serious injury to the patient, no erroneous result, no change in course of treatment, no exposure to blood or bodily fluids.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer "leaking around the needleless connector site. They had a patient return for a surefuser disconnect with leaking (white dried fluorouracil)." It was stated there was no serious injury to the patient, no erroneous result, no change in course of treatment, no exposure to blood or bodily fluids.